Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "pressure sensor assembly" has been identified to be the faulty component. Correction: replaced the defective component. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: paux selftest failed - no pressure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "pressure sensor assembly" has been identified to be the faulty component. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: paux selftest failed - no pressure.